Event description:
A health care professional reported an unsterile niko-fix securement was used on a patient in the oncology/hematology ward. Sometime after , the patient developed sepsis and eventually expired. No further information was reported.

Manufacturer narrative:
Based on the available information, this event is deemed a death. No additional patient/event details have been provided to date.